Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 329 mg/dl, now was high above 600 mg/dl all morning blood glucose over 500 mg/dl in the night treating with the insulin pump and manual injections. Customer experienced symptoms such as nausea and high anxiety. The customer was assisted with troubleshooting and declined for continue for high blood glucose. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.